Manufacturer narrative:
The reported event of a missing egm was confirmed. After review of the information provided, the root cause of the event was unable to be determined.

Event description:
It was reported that the patient that the patient presented in clinic. Device interrogation revealed that the implantable cardioverter defibrillator had no electrocardiograms available. No intervention was performed. The patient was in stable condition.